Event description:
Rptr is writing out of concern about a letter they recently received from a distributor. This distributor sent rptr a letter regarding excel blood glucose strips recalled due to fill problems. Part of rptr's problem with this recall is that they were informed from a distributor rather than the MFR. Rptr then went directly to the FDA enforcement website to see the extend of the problem, but found nothing. Rptr looks forward to seeing an update about this product on the FDA enforcement website. Rptr feels it is important to inform health care professionals of this type of info in a timely manner.